Event description:
The account generated a false positive architect bhcg result of 37.61 miu/ml on a patient which was reported out of the laboratory. A new sample was obtained from the patient and again generated architect bhcg positive of 37.06 miu/ml. The same sample was sent to a reference lab which tested roche and axsym method negative. Additional architect bhcg runs were performed with similar positive results (38.06, 33.97, 34.39 miu/ml). Because of the positive architect bhcg results, the patient received an ultrasonography which was negative. Additionally, to verify the positive architect bhcg results and to check for the presence of a tumor, a probe curettage was performed. No additional impact to patient was reported. The patient's other hormone results were acceptable and tumor markers were negative. Architect bhcg testing was performed because the patient's menstruation had been delayed 2.5 months.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
A review was conducted on the customers results log from abbottlink. The result logs pertaining to the time that the customer experienced the issue could not be retrieved, however result logs from (B)(6) 2013 to the (B)(6) 2013 determined that the customer is still running the architect total b-hcg reagent lot 23906ui00 within their laboratory. Results generated yielded both positive and negative results specific to the sample being tested as there were no other occurrences of discrepant results reported. This indicates that architect total b-hcg 7k78 reagent lot 26903ui00 is capable of accurately testing patient samples to provide results consistent with clinical picture and does not indicate a malfunction with the device. A review of all complaints associated with the architect total b-hcg assay (ln 7k78) and the architect total b-hcg assay reagent lot 26903ui00 was performed. The review did not identify atypical complaint activity. A review was conducted on the architect total b-hcg assay reagent package insert and architect system operations manual with sufficient instructions present to provide the customer with probable causes and corrective actions. Return testing was not completed as there were no returns available. File sample testing was not conducted as review of the customers data through abbottlink and review of available (B)(4) data did not indicate a malfunction associated with the device. In summary no adverse trends, atypical complaint activity, malfunction or product deficiency have been identified associated with architect total b-hcg 7k78 reagent lot 26903ui00.